Event description:
A malfunction event was reported, with no notable occurrences preceding it. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, which resolved the malfunction without recurrence, allowing continued use of the device.